Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there had been a patient diagnosed with toxic anterior segment syndrome (tass) following a cataract extraction procedure. This report represents a patient where fibrin was noted in the anterior chamber. The surgeon reported that the patient has responded well to treatment. Additional information has been requested.